Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure while drilling, the drill bit broke. The broken fragment cannot be found.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the lcp drill bit was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. The cross section surface shows no irregularities. The broken part was not returned. Blunt drill bits require more mechanical power during the application, therefore it is recommended that blunt or damaged instruments need to be exchanged before surgery. It is possible that there was a heavy exceeding mechanical overload during use which caused the breakage. No product fault could be detected. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.